Manufacturer narrative:
Further information requested, but not yet received.

Event description:
It was reported the procedure was abandoned because the ports on the generator would not heat appropriately. There were no patient adverse consequences due to the issue.

Manufacturer narrative:
The reported issue was not confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.